Event description:
Two separate instances: one time a nurse was clicking on the "saved patient's name" and when she clicked on the name, the screen went blank and erased all the patient history.another time the central monitor screens shut down spontaneously and a fatal error message appeared. No one had touched the modem or monitors at this time. The system rebooted and cardiac monitoring resumed. According to biomed, the failure was due to the age and service parts are no longer available.